Event description:
It was reported to hill-rom that while a patient was moved from bed to wheelchair when she was 10 cm above the wheelchair the sling bar gave way from the lift arm and patient fell down on the floor.

Manufacturer narrative:
Technician evaluated the lift and found no wear or other issues. Lift had all normal functions. The mobile lift had a quick release hook (qrh) assembled and the most probable cause of the event is that the q-link was not properly assembled into the qrh. This may cause the sling bar and the qrh to come loose from the q-link when weight is applied.